Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation, the patient began experiencing discomfort in the area of her device. Additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. It is further alleged that the patient was scheduled to have the device removed from her left side on (B)(6) 2015.